Event description:
On (B)(6) 2018, (B)(6), reported that one dental pick (pick) was found to have shown signs of rust, during a tray replacement inspection and had no contact with a patient. This is the second report and third part that this type of malfunction has been reported to trimed.